Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said the patient had a fever at the time of the onset. The inflammatory markers improved on blood tests. The patient¿s general condition was stable; however, blood tests at the visit on april 3 showed a slight increase in inflammatory markers.

Event description:
It was reported that the patient was readmitted and hospitalized since they had a pump-associated driveline infection due to complexity of medical management. The presumed source of the infection was due to granulation at the driveline skin penetration site. Antibiotics were administered.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.